Event description:
The customer reported a 77 year old patient with a history of parkinson's disease and stroke uses a gastrotomy tube for adequate nutritional support and to avoid the complications of prolonged use of an net. As the tube was worn out, it was replaced with a button-type gastrostomy tube with 24 fr and 2.5 cm in length, at 9:00 am today. About 3 hours after changing the device, family members contacted gastroclass to inform them that the button had come off when injecting the first medication. The button was found with an empty cuff and no signs of perforation. Next to the inflation valve there was a small hole that allowed water to escape as a jet when the cuff was inflated. Therefore, they chose to exchange for a new 24 fr and 2.5 cm gastrostomy button from the kangaroo brand (the same as the first exchange).

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Date received by manufacturer corrected to 16-jan-2025.

Manufacturer narrative:
One device was received for investigation. The device was inspected, and the reported condition was observed. A supplier corrective action request has previously been sent to the supplier to further investigate and address the reported condition. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. However, the reported affected component is produced by an external supplier; our assembly process consists only of a pick and place operation for this material. A supplier corrective action request has been sent to the supplier to further investigate and address the reported condition. All information received will be used for tracking and trending purposes.